Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, there was no phacoemulsification. The customer suspects the issue was with the phacoemulsification handpiece. The case was completed by changing out the suspected handpiece. There was no harm to the patient.

Manufacturer narrative:
= The system was examined and the reported event was replicated. The phaco handpiece was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on (B)(6) 2011. Based on qa assessment, the product met specifications at the time of release. Based on the investigation results, the root cause of the reported event can be attributed to the phaco handpiece. (B)(4).